Event description:
It was reported that a motor stall message was noted upon interrogation post MRI. No other info was provided in relationship to time pump had stalled, recovery or return of pt symptoms. Pt identifiers were not provided; further follow-up is not possible.

Manufacturer narrative:
This report is being submitted following an internal audit.